Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have two severely bent grip, causing misalignment of the grip tips. There was a 2.59mm offset at the tips. The grips were not found to have cracking damage. Additionally, the molded insulator was observed to be partially detached from the grip base. This condition is consistent with the severe bending of the grip, as the misalignment and deformation can create mechanical stress at the interface between the grip and molded insulator, leading to partial dislodgement. Components adjacent to the dislodged molded insulator do not show damage. The complaint regarding the jaws will not fully close was confirmed by failure analysis. The probable root cause can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws did not fully close. The procedure was completed with no reported injury.